Event description:
It was reported that the patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Upon removal a tear in the right cylinder was observed. No patient complications were reported in relation to this event.